Manufacturer narrative:
Reporter institution phone number(B)(6).

Event description:
It was reported that there was an issue with the sound card. It is unknown if the device was in use. No adverse event was reported.